Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the operating room for a procedure unrelated to the device, undersensing was observed. The device detected in the vf zone and delivered atp therapy that did not convert the rhythm. The patient had to be externally defibrillated. Programming changes were made. The patient condition is critical. No further information is available.